Event description:
It was reported that the patient had a chronic driveline infection. The patient was admitted to the clinic for infection on (B)(6) 2022. Methicillin-resistant staphylococcus aureus (mrsa), bacteremia, and infective endocarditis were identified. The infection was treated with a 6-week course of daptomycin from (B)(6) 2022 to (B)(6) 2022 and a two-week course of oral linezolid from (B)(6) 2022 to (B)(6) 2022. The patient was then put on doxycycline 100 milligrams twice a day. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
The patient was elevated on the transplant list due to this infection and eventually transplanted. Related manufacturer reference number: 2916596-2024-01227 (transplant) a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.